Event description:
She states that 1 out of every 8 to 10 pens she receives is defective. The plunger comes loose and goes into the syringe and she cannot use it. Dose, frequency & route used: as directed with meals.